Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose since (B)(6)2015. Blood glucose level at the time of the incident was 450 mg/dl. Blood glucose at the time of the call was 370 mg/dl. She treated it the insulin pump and manual injection. The drive support cap is recessed. The customer was unable to perform the high pressure test as she did not have a tubing clamp. Customer was advised to change the entire infusion set and reservoir and call back to complete troubleshooting.